Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. No under/over delivery anomaly noted. Insulin pump uploaded properly using carelink. Insulin pump was monitored for 1 day. No unexpected suspend anomaly noted. The auto suspend feature functions properly during testing. Insulin pump had scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 14mmol/l. The customer's blood glucose at the time of call was 9.8mmol/l. The customer was wearing the insulin pump during the hospitalization. Customer requested for insulin pump to be replaced stating that it was working properly. It was reported that the insulin pump suspended on its own and customer did not want to troubleshoot. The insulin pump is expected to return for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018. As per customer, carelink showed the insulin pump was suspended but she said it had not been suspended.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.